Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger cable melted during charge.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.